Manufacturer narrative:
The reason for this revision was a result of a competitor's hip stem subsiding in the patient hip; he surgeon removed a competitor's head and djo liner. The in-vivo service of the explanted djo liner was 1 month. No information was reported with this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for this revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 728f1086. A total of (B)(4) complaints have been submitted against this part number. The root cause for the competitor's hip stem to subside was not reported. There is no reported information that indicates a material, design, or manufacturing problem with the djo liner.

Event description:
Revision surgery - due to a competitor's stem having subsided in the patient's femur. The surgeon decided to swap it out with a larger offset liner and head to make up for the subsidence.